Event description:
The technician alleged that the side rail will not lock into place. No pt impact.

Manufacturer narrative:
The technician found the cause to be a dirty side rail hinge and linkage. The technician cleaned the side rail to resolve the issue.